Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with episodes non-sustained right ventricular over-sensing recorded by the implantable cardioverter defibrillator. The episode was attributed to myopotential over-sensing. Programming interventions were made at in-clinic follow up. The patient was in stable condition.